Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pain stimulation implantable pulse generator implantable neurostimulator (ins) was becoming more superficial after the patient experienced weight loss since implant. It was reported that there was concern the implantable neurostimulator was ¿flipping,¿ but it was later stated that it was not flipping and seemed stable when the patient moved around. It was reported that the overall positioning of the implantable neurostimulator was bothering the patient, and that there were recharging issues suspected to be related to the implantable neurostimulator. Patient is scheduled for a pocket revision/battery replacement in august because the overall positioning of the ins is bothering her now. They may replace the ins if they think the recharging issues are related to the ins.